Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation, the patient experienced blurry vision, glare, halos and the patient is dissatisfied. The iol was exchanged approximately 4 months after the initial implantation. Additional information has been requested.